Event description:
It was reported that: "28 feb 2025, product package is damaged. The issue was identified prior to use.".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of 'product package damaged' was confirmed upon investigation of the returned sample. The actual sample was received for evaluation and the visual inspection done on the returned sample shows the packing shelf box is dented/damaged. A device history record review was performed, and no relevant findings were identified. A review of the manufacturing process confirmed that any damaged packaging would be identified and removed during the shelfbox/carton inspection. The incident may have been resulted from external force or excessive physical force exerted on it however the exact root cause could not be conclusively determined. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "28 feb 2025, product package is damaged. The issue was identified prior to use."